Manufacturer narrative:
D10 concomitant products: unkett, unspecified endotrach tube, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient using the tube experienced hyper expansion and developed right lower lobe pneumonia. The patient was found obtunded, and rapid sequence intubation was performed. Post-intubation, the patient experienced hypotension and was given a 1l bolus crystalloid and push dose epinephrine, which improved the pressure. However, potassium levels spiked to 6.0, and albuterol was administered for an hour. Subsequently, the cuff leaked, and the tube was dislodged during ICU admission. The tube was replaced, but the patient experienced post-intubation hypotension again and peripheral norepinephrine drops was started.

Manufacturer narrative:
Additional information: b5, b7, g3, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was provided propofol (bolus 100mg) and reintubated with the tube at 24 cm at the teeth and with pulse oxygenation of 85% at the time. A chest x ray noted hyper expansion and developing right lower lobe pneumonia. The patient was found obtunded, and rapid sequence intubation was performed. Post-intubation, the patient experienced hypotension and was given a 1l bolus crystalloid and push dose epinephrine, which improved the pressure. However, potassium levels spiked to 6.0, and albuterol was administered for an hour. Subsequently, the cuff leaked, and the tube was dislodged during ICU admission. The tube was replaced, but the patient experienced post-intubation hypotension again and peripheral norepinephrine drops was started. The patient and tolerated the procedure. The patient tested positive for covid 19.